Event description:
It was reported that prialt was put into the patient's pump two months after implant. The dosage had been incrementally increased every couple of weeks. The patient stated that they had side effects that included feeling like her "arm were falling with no control and seeing things that were not there." The patient's pump was stopped in 2009. The patient was in a coma for 4 days. She felt it was due to a combination of the prialt that was in the pump and withdrawal from paxil; which she did not take for a week. The patient was hearing a two-tone alarm; telemetry had not yet been performed. Additional information had been requested, a follow-up report will be sent if additional information becomes available.